Event description:
It was further reported (B)(4) 2013 the patient experienced acute cardiopulmonary arrest and expired immediately at the patient¿s residence

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00696. (B)(4) study. It was reported post a stenting treatment procedure, the patient expired. (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. A 75% stenosed and 8mm long de novo target lesion was located in the left main coronary artery with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.5x16mm and 3.5x12mm ion stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2013 the patient presented with an unknown condition and expired the same day to an unknown cause of death.